Event description:
Reporter alleged the base was burnt at the connections on the blood glucose monitoring device. Reporter stated there was no harm or illness to anyone. Reporter indicated no actions or treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.